Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tx60g instrument was used. During the distal transection the stapler was closed well. But after removing the stapler the staple formation was not correct as 2/3 of the staples were not closed in the b shape but still open. The surgeon made a re-resection by hand and after that used the circular stapler for the anastomosis.